Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the plate was not returned for analysis, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a broken plate and screw were removed. A portion of the broken screw remains in the patient. Revision surgery took place (B)(6) 2018. (Related to 3004774118-2018-00084).